Manufacturer narrative:
The service rep inspected system. Measured workstation power supply voltages. Found +5 vdc set to +4. 78 vdc. Operating as intended.

Event description:
The customer reported the system would not boot prior to a case. No patient injury was reported.